Event description:
On 10/25/2021, it was reported by a sales representative via phone that an ar-9301-02 eclipse screw was wobbling during insertion, the threads were not seating properly as the surgeon inserted the anchor the screw backed out. This was discovered during use in a shoulder procedure on (B)(6) 2021. The case was completed using an ar-9301-03.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Some light scuff marks were observed, but the device was found to meet the relevant critical dimension. No problem found.